Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Medical records were denied by the distributor; however, medical imaging was received. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the aneurysm enlargement of 11 mm and type ia endoleak complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation found reasonable evidence to suggest thick calcification was present within the aortic neck at the proximal sealing zone, which likely contributing to poor graft apposition and the reported type ia endoleak. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The initial procedure is outside the indications of use (off-label) due to the reported proximal neck length of 12 mm, which was below the recommended minimum neck length of >15 mm. The short neck length likely limited the available sealing zone and contributed to the reported type ia endoleak. Therefore, the complaint is likely user and anatomy related. Bilateral iliac arteries were off-label at index, measuring 7.8 mm on the right and 4.7 mm on the left (recommended 10¿23 mm). However, it is unlikely that this contributed to the reported event. The procedure is also off label due to concomitant use of a non-endologix stent in the left common iliac artery at index, which is also unlikely to have contributed to the reported event. Procedure related harms could not be determined. Reintervention was reportedly performed (non endologix products), and final angiography confirmed no endoleak; however, the final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft (bsg), an afx vela suprarenal and an epic (non-endologix) bare metal stent. The afx2 bsg was deployed via right access after coil embolization of the inferior mesenteric artery (ima). During the initial procedure there was some difficulty advancing the afx introducer sheath to implant the afx vela suprarenal, therefore percutaneous transluminal angioplasty (pta) was performed so that the sheath could advance up to the renal arteries and the afx vela suprarenal stent graft was deployed just below the renal arteries. An epic (non-endologix) bare metal stent was then placed from the left common iliac artery (cia) to the external iliac artery (eia) and dilated with a balloon. The procedure was completed successfully with no endoleaks observed. Routine follow-up conducted on (B)(6) 2026 identified aneurysm enlargement and a type ia endoleak. Reintervention was completed on (B)(6) 2026. First, the proximal end of the existing stent graft was dilated using a coda (non-endologix) balloon. Then a gore (non-endologix) excluder cuff was deployed and touched up, with half of the left renal artery covered. Although the endoleak disappeared, the physician elected to deploy an endurant (non-endologix) cuff aligned with the proximal end, followed by a repeat touch-up. Another gore (non-endologix) excluder cuff was also deployed to overlap from the junction between the afx2 bsg and afx vela suprarenal to the endurant (non endologix) cuff, and a touch-up was performed. Final angiography confirmed that there was no endoleak, and the procedure was completed. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.